Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion sets tubing came apart at the site on (B)(6) 2026. The insertion site was left abdomen. The infusion set had been in use for two days. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6), patient country: spain.